Manufacturer narrative:
The investigation of low pump flow has been completed. The returned cp pump visually inspected. Biomaterial observed wrapped around impeller and purge gap. No broken blade or cannula kink observed. The biomaterial was soaked and removed to run test the pump where low flows were not reproduced. Data log reviewed: flows, motor current stable until sudden drop in flow with no motor current (mc) spike observed. Suction alarm with impella in ventricle alarms. Clinical states repositioning pump and giving blood volume did not resolve flow issue. Low pump flow: the cause of the low pump flow issue was most likely biomaterial as observed on the returned product. Failure mode thrombus added as a result of biomaterial observation. As the necessary information was not provided, the root cause of the thrombus was not determined. D9 date device returned to manufacturer was inadvertently omitted on the initial manufacturer device report number 1220648-2025-27072. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-27072 as it is unknown if the initial reporter also sent the report to the food and drug administration. H3 was erroneously selected on the initial manufacturer device report number 1220648-2025-27072 as the device had been received. H6 type of investigation 4114 as erroneously entered on the initial manufacturer device report number 1220648-2025-27072. H10 narrative erroneously stated the device was not returned on the initial manufacturer device report number 1220648-2025-27072.

Event description:
The complainant reported that a patient undergoing high risk percutaneous coronary intervention (hrpci) was implanted with an impella cp device for mechanical circulatory support. It was reported that shortly after the implant, on auto-mode with a performance of about 3.5 l/min the parameters showed a flow of 0.1 l/min and a motor current of about 300 ma. The pump was repositioned to no avail. After three tries of increasing the flow by elevating the p-level, the team decided to explant the pump. Since the procedure had been almost finished, the team decided not to implant a second impella. The patient was stable, and no harm was reported.

Manufacturer narrative:
The impella pump was not returned for investigation. Should new information be received, a supplemental manufacturer device report will be filed.